Event description:
It was reported that the device misfired. It was later reported that the event occurred during a nephrectomy. Clips came out of the device "angled" and damaged a vessel. The vessel was repaired using another clip. It was unclear whether another device was used to complete the procedure. There was no other change to the procedure. The device was reported to be discarded.

Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded.